Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported per the vad coordinator that the patient had a stroke; was unable to speak and left paraplegia on the evening of (B)(6) 2016. The patient was admitted to the hospital. He became unresponsive at night. A computed tomography scan was done which showed cerebral edema and a massive left parietal intracranial hemorrhage from the midline shift to right side. He was ventilated and sedated by IV dormicum. The hemoglobin on arrival was 7.1, inr 7.0.

Manufacturer narrative:
Additional information received indicated that the source of the patient's lower sternal wound infection to be related to osteomyelitis. Wound culture results were (B)(6) for (B)(6). This patient has had ongoing issues with sternal wound and driveline exit site infection since being implanted. Of note, this patient has a history of poor hygienic practices and poor compliance related to driveline maintenance. Other contributing factors to ongoing issues with sternal wound and dl infection may be attributed to the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Additional information received states is in stable, but fair condition. Eyes open spontaneously, but no eye contact established. Pupil are dialate and sluggish to respond to light. Patient struggles with activity and sweating response to paint and sound. No sedation since (B)(6) 2016. Sepsis is under control, patient remains on ventilator support via et tube. Currently under conservative treatment, remains in ICU. Serious and life threatening adverse events, including cva and sepsis, have been associated with use of this device. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.